Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported a flap complication (partial flap), where the manual edges of the flap were inadvertently cut with scissors. A bandage contact lens was then applied to the eye. The patient experienced blurry vision and a gritty sensation in their right eye during lasik surgery. There are multiple related reports for this reported event. This report addresses patient initials my, right eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the surgery date. Latest preventive maintenance on eighteenth april twenty-twenty four and confirmed device met specifications as per service installation record. Provided treatment report images are very blurry however, there is indication of a decentered applanation. Requested better quality images and logfiles, but these have not been provided therefore a clearer conclusion cannot be provided. Not enough information was provided to complete a proper investigation. No technical root cause was identified . Without additional information root cause cannot be identified. The manufacturer internal reference number is: (B)(4).